Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis device was not communicating. A technical support specialist (tss) identified an issue indicating that device data synchronization required a restart. Upon review of system activity, the tss confirmed that data forwarding delays were impacting synchronization. The tss connected remotely to the affected med es devices using remote support services and accessed the command interface. The data synchronization service was restarted to restore communication. Following this action, the devices no longer displayed a disconnected status, confirming that communication had been successfully reestablished. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis not communicating in certain stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.